Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the battery back-up did not work, the unit does not go to battery. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.